Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At a routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt). No further interventions were reported.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.